Event description:
The lead was returned to the manufacturer with no reason for explant. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the distal segment of the lead was returned, analyzed and the inner insulation was breached from metal ion oxidation. It was noted that the outer insulation had cosmetic melting and was breached from being cut and melted. The outer insulation had cosmetic environmental stress cracking and was breached from environmental stress cracking. The inner insulation had cosmetic metal ion oxidation. The proximal lead conductor was distorted from being pulled/stretched/overstress. The analyst commented that it could not be determined the distance of insulations breached/in-vivo due to the condition of the lead. (B)(4).